Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. The caller was assisted by customer and technical support (cts), who provided instructions for a complete pump reset. After performing the reset, the cgm error code did not reappear, allowing the caller to successfully start their sensor session.